Event description:
While at home on 9/9/96, the pt experienced a witnessed abrupt loss of consciousness. The witness thumped pt's chest and he quickly regained consciousness. Pt was admitted for evaluation. While in the hosp he experienced a syncopal episode due to ventricular tachycardia and flutter. Pacemaker was explanted and an aicd implanted.